Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6)implanted: (B)(6)2013 explanted: product type catheter product ID 8784 lot# serial# (B)(6)implanted: (B)(6)2013 explanted: (B)(6)2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 08-aug-2015, UDI#: (B)(4) ; product ID: 8784, serial/lot #:(B)(6), ubd: 17-oct-2015, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (9 mg/ml at 3.2 mg/day) and bupivacaine (18 mg/ml at 6.4 mg/day) via an implanted pump. It was reported that at the last refill on december 1st, the patient had a high residual volume. The expected volume was 3 ml, but the actual volume was 28 ml, and the patient reported symptoms consistent with withdrawal a few days before that. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken to surgery on december 12th and the pump residual volume was checked again. The expected volume was 36.5 ml and the actual volume was 39 ml. The hcp attempted aspiration of the catheter, and a negligible amount was withdrawn with difficulty. They then programmed a back table single bolus and observed drops pushed out of the pump, so the entire catheter was replaced.